Manufacturer narrative:
Insulin pump received with end cap broken off. Insulin pump received with stained keypad overlay, address serial label and end cap sticker. Insulin pump received with minor scratches on lcd window.

Event description:
Customer called to report damage to the insulin pump. Customer stated that the pump was dropped and the whole bottom portion of the pump fell out. Customer's blood glucose reading was 146 mg/dl. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.